Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections b5 and h10 were incorrectly documented in the initial MDR report. These sections have been updated.

Event description:
A customer reported not being able to test due to his adc device not powering on with a button press or test strip insertion. As a result, the customer was unable to monitor his blood glucose and experienced symptoms described as ¿heat¿, coughing, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. Details of the treatment were provided as the call was dropped. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h1 - (type of reportable event) was incorrectly documented in the initial MDR report. This section has been updated.

Event description:
A customer reported not being able to test due to his adc blood glucose meter not powering on with a button press or test strip insertion. As a result, the customer was unable to monitor his blood glucose and experienced symptoms described as ¿heat¿, coughing, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. Details of the treatment were provided as the call was dropped. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to test due to his adc blood glucose meter not powering on with a button press or test strip insertion. As a result, the customer was unable to monitor his blood glucose and experienced symptoms described as ¿heat¿, coughing, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. Details of the treatment were provided as the call was dropped. There was no report of death or permanent impairment associated with this event.